Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the stent deployment mechanism would not release the stent. The physician cut the proximal end of the deployment system off just below the tuohy borst and white hub. The physician was able to grasp the inner guide catheter and successfully deploy the stent. No other intervention was needed. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).